Event description:
Reporter alleged obtaining a discrepant blood glucose value of 248 mg/dl back to back with a result of 119 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated that at a different time another comparative test of 177 mg/dl was performed back to back with a result of 75 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that the alleged strips used were discarded and, so no product will be returned for evaluation.